Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr(B)(4) and CAPA(B)(4).

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zkb00 21.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2018. It was later explanted on (B)(6) 2018 due to patient complaint of seeing the rings of the multifocal lens; he wanted a clear lens without the rings. Zkb00 iol was exchanged and replaced with a non-johnson & johnson iol. Through follow up, customer account provided additional information confirming incision enlargement. There was no complications such as capsule tear, no serious patient injury, no suture(s), no vitrectomy, and patient outcome was reported as fine. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/14/2018. Device returned to manufacturer: yes. Device evaluation: the returned sample was received. Visual inspection with the unaided eye shows the product was cut in half, most probably to make explant possible. Considering the condition of the lens, further analysis is not possible. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.